Event description:
Air was noted in the line to the pt. There was no resultant pt complication.

Manufacturer narrative:
The set was received and was visually and functionally tested. The set was found to have no visual defects. Leak testing was performed and no leakage was noted. The set was run with an unvented bottle with the vent closure in the open position at 100 ml/hr for 4 hours and no air was noted in the line. The air in line could not be duplicated. It is suspected that possibly the vent had been left in the closed position with an unvented container creating a vacuum and allowing air to be drawn into the line. The pump was not returned. The air in line detection setting is not known. The air in line detection threshold can be adjusted to detect smaller bubbles. The user will be informed of proper venting of solution containers and the ability to adjust the air in line detection threshold.